Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient experienced an issue with leaking cartridges. The cartridge had been in use for approximately 12 hours and was filled with 180 units of insulin. The patient indicated that the proper cartridge fill process was followed and that the cartridge chamber was not affected. The patient was able to resume therapy after changing to a new cartridge. The cartridge lot number was reported as 30056. The patient reported that blood glucose levels were affected during the event, with a highest recorded value of 380 mg/dl. No back-up therapy was used, no ketone testing was performed, and no ketone action plan was followed. The patient did not require any professional medical intervention or other assistance. The patient stated that after changing the cartridge, blood glucose levels returned to the 130 mg/dl range. The patient was informed that a replacement box of cartridges would be sent along with a return label to send back the faulty cartridge. The patient expressed satisfaction and had no further questions. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.